Manufacturer narrative:
Based on the current information provided, the root cause of the customer-reported failure mode and intra-operative complication cannot be determined. A follow-up MDR will be submitted if additional information is received. Intuitive surgical, inc. (Isi) received the green sureform 60 reload involved with this complaint and completed failure analysis investigations. The reload was found to have the knife exposed within the knife track. Additionally, the reload was found to have a firing failure based on log review and during in-house observations. The root cause of this failure is attributed to the user. The reload was also found to have blade damage when the reload was disassembled in-house. The root cause of this failure is attributed to the user. The reload was observed to be partially fired. The reload was disassembled in-house and the cartridge appeared to be damaged within the knife track. The damages within the knife track were observed near the location of the exposed component. The root cause of this failure is attributed to the user. A review of the system and instrument logs has been performed. All reusable instruments used in the case were used in subsequent procedures and a site review shows no complaint filed against the instruments. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted sadi-s procedure, an incomplete or partial staple fire occurred. Bleeding was observed but noted to be minimal. It is unclear if there was any unapproximated tissue. The customer completed the case with a handheld laparoscopic stapler instrument. At this time, the root cause of the reported failure mode is attributed to the user. Blank MDR fields follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
It was reported that during a da vinci-assisted single anastomosis duodenal-ileal bypass with sleeve (sadi-s) procedure, there was a firing issue with a sureform 60 stapler instrument. A green sureform 60 reload was used to staple across the stomach and during the firing sequence, the stapler could not complete a fire and an error message ¿unable to complete fire" appeared. The surgeon completed the procedure with a hand-held laparoscopic stapler instrument. On 10-may-2022, intuitive surgical, inc. (Isi) received additional information about the complaint from the site's robotics coordinator. The stapler instrument was inspected prior to use and no damage was noted. While the surgeon was attempting to staple the stomach, the stapler instrument started to fire but would not complete. The stapler instrument fired one time. The customer received an error message "unable to complete fire." No obstructions were noted. According to the robotics coordinator, a seam guard was used and it was an appropriate one for the reload. Additionally, the robotics coordinator indicated that it was put correctly. It is unknown if malformed staples or any clamping issues were noted. The tissue was not calcified. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. It is unknown if tension or tissue bunching was experienced. Bleeding was observed but noted to be minimal. The procedure was completed with no injury to the patient. No images or videos are available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Corrected data can be found in section g3. Note: the follow-up #1 MDR was submitted with an incorrect date of "07/06/2022" in the g3 field. The correct date for the g3 field is "06/06/2022" on the follow-up #1 MDR.

Manufacturer narrative:
The stapler logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis (afa) engineer and the following findings were obtained: the logs show that sureform 60 stapler instrument (part #480460-09, lot #l90220126-0005) was the first sureform 60 instrument installed. This stapler instrument was installed 2 times and fired 1 reload (black). The first install was with a green reload, and there were 2 incomplete clamps in 2 clamp attempts. The stapler instrument was removed without completing a clamp (or fire). The second install used a black reload, and the stapler instrument had 2 incomplete clamps in 3 clamp attempts (3rd clamp was completed), and then the subsequent firing failed at (B)(4) completion following multiple pauses for compression. After this install, a new sureform 60 stapler instrument (part #480460-09, lot #l90220126-0008) was installed with a green reload. The stapler instrument clamped successfully per the logs, but the subsequent firing failed at (B)(4) completion following multiple pauses for compression.

Event description:
Refer to h10/h11 for follow-up information.